Event description:
A piece of enamel down-to-dention was removed from patient's lower left first bicuspid when the bracket spontaneously debonded. Patient noticed the loose bracket when they were brushing their teeth and did not know if the bracket debonded then or earlier while they were eating. Orthodontist stated that patient's tooth would be repaired with composite.